Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a double scrotal hernia coincident with automated peritoneal dialysis therapy. The double hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the double hernia was unknown. The double hernia worsened with peritoneal dialysis therapy. Twelve days after the hernia symptoms began, the patient underwent a double hernia repair surgical procedure as an outpatient. Dianeal therapy was discontinued on the day of the hernia repair procedure and the patient was on hemodialysis therapy for a short term. Seven days prior to the receipt of this report, the patient resumed peritoneal dialysis therapy and dianeal therapies were ongoing at the time of this report. The patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.